Event description:
On (B)(6) 2013 while performing a battery life calculation it was observed that the patient came into an appointment at setting that would indicate an incomplete diagnostic. The incomplete diagnostics was not captured in the programming history so the exact date or of the patient was intentionally programming to those settings is unknown. Good faith attempts are currently in progress for additional information.

Event description:
Follow up with the physician found that he had no information on the event. The patient's last settings from (B)(6) 2011 were provided.